Event description:
It was reported that the customer received multiple no delivery alarms during the prime process. It was stated that the mother noticed the customer's glucose level was high, and the paramedics were called. It was stated that the customer was disconnected from the insulin pump and she has treated with manual injection. The caller stated that she would like to have a replacement of the insulin pump. No further info was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.